Event description:
It was reported by service report that the brakes would not hold due to worn brake cams. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.